Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The system controller, (B)(6), was returned and received on 16feb2026 indicating the system controller was exchanged.

Manufacturer narrative:
B3 - event date was estimated no further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that half the light of the patient's pump running symbol went dim. A self-test was done in clinic on (B)(6) 2025, and the heart with the diagonal line through it did not light up as well. Log files were sent for review and captured routine events. There were no notable alarm conditions or parameter changes seen. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of only one of the pump running light emitting diodes illuminating was not confirmed as no products were returned for analysis and no photos were submitted for review. The data in the submitted log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed within the low speed limit without issue throughout the log file. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 22jan2024. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev. A) and the heartmate 3 IFU (rev. D) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.